Manufacturer narrative:
Due to character limitation in e1: full event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had malfunctioning touchscreen during use. There was no patient harm or injury reported.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , d9 ,h3 , h6 ( type of investigation, investigation findings ,investigation conclusions). Corrected field : g2. It was reported that during use the customer called for assistance of cardiosave intra aortic balloon pump (iabp) touch screen one and it¿s like being super sensitive not wanting to accept your finger to unlock. Customer even made sure to plug it in, but the touch screen is being super weird. Troubleshooting determined the touchscreen had a hazy film on it. Esp had customer clean the screen with a screen cleaning solution and a cleaning cloth to remove any dust, debris, and fingerprints. Customer said that improved the screen, but customer was still unable to lock the screen by using the lock screen button for 2 seconds. Esp had customer exchange the console for another cardiosave that worked appropriately. Complaint information obtained. Customer was appreciative of the support and denied any additional needs. No repair information available. In future if we receive any repair information will reopen and update the investigation.